Event description:
We received medwatch u/f importer report (B)(4) with the following information: "when putting the mayfield onto patients head with pins, the mayfield malfunctioned and was unable to support the pressure from the weight of the patient's head. This caused a small superficial 2 cm laceration to the left temporal area of the patient's head. Charge nurse, neuro manager and neuro coordinator were informed immediately and mayfield was taken out of service per protocol."

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
N/a.

Manufacturer narrative:
The mayfield skull clamp was not returned for evaluation after three good faith attempts (gfes) were made. Lot number information has not been provided; therefore, an evaluation of the device could not be performed, and device history records (DHR) could not be reviewed. The root cause of the reported issue could not be determined. However, a probable root cause for the reported complaint is improper or suboptimal placement of the skull clamp on the patient. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.